Manufacturer narrative:
As part of normal complaint follow-up, an eval of the event has been conducted at mako surgical. The discrepant post hole resection was caused by a shifted bone tracking array. This is a risk of navigated procedures, which is documented in the product literature. The bone checkpoint value was verified by the surgeon, and displayed a high value, indicating a shift. The root cause has been communicated to the makoplasty rep at the site to event similar issues in future cases.

Event description:
The pt received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2013. During trialing, the surgeon noted that the anterior femoral post cut was 3-4mm too far lateral, and the posterior cut was 1mm too far lateral. The surgeon used manual instrumentation to adjust the post hole resection, and the components were implanted successfully.